Event description:
Spontaneous inbound call from patient stating pump keeps reading down stream and up stream occlusion error. Patient cleared tubing, re-adjusted and tried again but alarm continued tubing was changed to new and still pump would not start. Advised to change out pump, patient service representative to assist with scheduling replacement. Informed patient "I" would make doctor's office aware that infusion was stopped short of completion. Per patient only about 50ml infused. No other information available. No adverse events reported, not reported if available for return. Reported to (B)(6) by pt/caregiver.